Event description:
A trapezoid rx lithotripter compatible basket device was used during an unk procedure on (B)(6) 2008. According to the complainant, during preparation, "the device leaked contrast media from the proximal shaft." The procedure was completed with another trapezoid rx lithotripter device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported as "good."

Manufacturer narrative:
A functional eval of the returned device noted that the basket is functional. To evaluate the reported issue, water was injected through the device; the water was noted to leak from the handle, where the handle is connected to the handle cannula. The leak based on the observed location, is attributed to a poor seal (governed by an o-ring) around the handle cannula. The cause of the poor o-ring seal could not be determined. The (B)(6) 2008, 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).